Manufacturer narrative:
Evaluation summary: the investigation is in progress. A sample is not expected. With the information available to date, an assessment of product cannot yet be completed. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation additional information has been requested. (B)(4).

Event description:
A surgeon reported having a couple of patients who have presented with shallow anterior chambers after the micro-stent implant. Additional information received reports the patient had a myopic shift post-operatively. There are two manufacturer reports associated with these events. This report is for the second patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).